Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the impedance values were all between 900 and 1,200 ohms except point 4 was > 10,000 ohms. The device settings were: a1: 0- 1+ 5+ 390/60 1.55 v a2: 12+ 13- 14+ 390/60 1.50 v a3: 9+ 10- 270/60 3.25 v (standing), 2.80 v sitting the patient was given tricks for a better charging result. The manufacturer representative will see the patient back at the hospital on (B)(6) 2018, and will know the cause of the recharging issues then. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue had been resolved. It was noted that the patient had better charging results with the tips and tricks that the manufacture representative gave them. This was also confirmed with the healthcare provider. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neurostimulator. It was reported that the patient had to charge every week and it took three days before it was full. It was asked whether charging capacity was lost due to frequent electroconvulsive therapy. No symptoms were reported.